Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a new insulin pump damaged. Customer's blood glucose was 183 mg/dl. Customer reported that packaging was already ripped open and after placing battery into insulin pump, the display screen looked as if it was viewed through polarized lenses. Customer stated that insulin pump had to be held at an angle in order to view display screen. Customer was advised that insulin pump would be replaced.